Event description:
It was reported that during the implant procedure, the lead kept falling out of place. The physician suspected something was on the helix and requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.